Manufacturer narrative:
The date of initial implantation is (B)(6) 2011 (specific date not reported). This report is submitted on november 14, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss. The patient received treatment of antibiotics following the loss of fixture. There are plans to reimplant the patient at a later date.